Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On(B)(6) 2017, information was received from a foreign patient via a manufacturer representative (rep) regarding a patient receiving sufentanil (6.6 mcg/ml, 1.0 mcg/day) and marcaine (4.3 mg/ml, unknown dose) via an implantable pump for an unknown indication for use. On an unknown date, the patient reported the "pump had stopped working due to motor stall" (also reported as a pump failure). The reported environmental, external, or patient factors that may have lead or contributed to the event were "unusual drug mixture". There were no diagnostics/troubleshooting performed. Surgical intervention occurred to replace the pump on (B)(6) 2017. No patient symptoms were reported. The patient's status was listed as "alive - no injury". The issue was reported as resolved at the time of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies to the event. Device code (B)(4) no longer applies to this event. The previously reported recall no longer applies to this event. Correction number z-1579-2013 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the dose of marcaine at the time of the event was 1.0477 mg/day. It was reported that it was unknown how the patient determined that the pump had stopped working. It was further noted that this was the patient¿s fourth pump and that the patient was aware that their symptoms had returned. They patient also informed the representative that they had it checked by their refilling general practitioner (gp). It was reported that it was unknown when this event occurred. It was noted that the representative did view the pump logs and they did show a motor stall. The rep did not that they did not download a copy of the logs. It was reported that the motor stall showed re-covered on the day of replacement procedure. It was reported that the patient experienced a return of pain symptoms. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. This included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.